Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk ICD, implanted: (B)(6) 2010; 5076-52 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that during a device replacement procedure, the right atrial and left ventricular leads were damaged. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. The analyst commented, "distal segment received with severe explant damage and lead removal wire stuck in distal conductor. Visual inspection of insulation and conductor with destructive analysis, no fractured or insulation breached in-vivo were observed."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.